Event description:
It was reported the stylus pen could not be calibrated. The cursor is off set. New pen was installed and still unable to calibrate. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus pen and cursor were off on the screen and calibration did not resolve issue. Overlay/bezel assembly found out of electrical specification. Analysis also found the power cord bay door was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).